Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. We are unable to perform a sample evaluation as the product was not returned to kimberly-clark by the customer. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer.

Event description:
Kimberly-clark received a report stating, "swabs were falling apart in patients mouth when in use. There were bits of the swab in the oral cavity after use." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).